Manufacturer narrative:
The most likely cause of the reported interpretive bradycardia is the initiation of the systems diagnostic test which is an inherent risk of the addressed in labeling.

Event description:
Cyberonics rep present in operating room reported a right sided implantation of the vns system reportedly due to surgeons preference because of "scar tissue formation from previous implant, explant and infection issues." Three intraoperative system diagnostics tests preceded three episodes of bradycardia. No medical intervention were taken. No decreases in blood pressure noted. Pt remains implanted. Device is programmed on and is reportedly doing fine with stimulation.